Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Interrogation revealed that the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction- section d10: added concomitant details.